Event description:
The report from the affiliate indicated that the pt was included in a clinical study. Approx twenty-five and one-half (25 ?) Months after the index procedure, coronary angiography was done and a focal 90% restenosis was noted in the proximal end of the proximally implanted cypher 3.0x18mm stent (stent#2). A 75% stenosis was noted in the distal end of the distally implanted cypher 2.5x18mm stent (stent#1). The pt was not symptomatic. The restenosis of the proximal cypher was treated with implantation of a cypher 3.0x13mm stent at 16 atm of unk duration. The restenosis in the distal stent was treated by implantation of a cypher 2.5x18mm stent of unk duration. The residual stenosis was 0%. The physician's comment was that he cannot deny the relationship between the event and the cypher stents.

Manufacturer narrative:
The index procedure was an elective case done via the femoral approach. The target lesion was the proximal left anterior descending (lad) coronary artery. The lesion was reported to be: de novo, concentric, tubular, a bifurcation lesion, 2.13mm vessel diameter, 20.64mm in length, a 53% stenosis and type b1. The lesion was pre-dilated with a 2.5x10mm cutting balloon at 12 atm of unk duration. A cypher 2.5x18mm stent (stent#1) was implanted at 12 atm for 31-60 sec. An add'l cypher 3.0x18mm stent (stent#2) was implanted at 18atm for 31-60sec. At the proximal end of the previously implanted cypher without a gap. The stents were not post-dilated. The flow pre and post-procedure was timi3. The residual stenosis was 7%. Ivus was done. Eight (8) months after the index procedure, f/u coronary angiography was done and the stents were reported to be patent. Please note that device (lot# i0804086) is distributed outside the us, however, it is similar to the us product. The products are not available for eval and testing. Add'l info will be submitted within 30 days upon receipt. This is one of two products used during the same procedure. Please reference MFR report #9616099-2007-00143 and #9616099-2007-00144.